Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection, simulated therapy, functional testing, and electrical testing were performed. During the evaluation, a system error (se) 2042, 2044 and 2046 occurred. A pneumatic leak also occurred during testing due to a damaged membrane gasket, which was then replaced. An event history log review was performed and identified the following alarms: se 2042, se 2044, se 2046, low drain volume, check patient line, and check supply line. The cause of the se 2042 was determined to be the damaged membrane gasket. In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.